Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Event description-additional. Event problem and evaluation codes-additional. Additional information/device evaluation-additional. Device evaluated by manufacturer-additional. Event problem and evaluation codes-additional.

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened and a receiver download was performed and receiver shutdown followed by perpetual rebooting was observed in the logs. An internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.